Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient returned two weeks post-operatively after having a procedure in which the perineal pad was used and was showing signs of pressure sores between legs in the area where the pad would have been used.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. (B)(4).